Event description:
It was reported that during a percutaneous coronary intervention treatment procedure a balloon rupture occurred. The 90% stenosed lesion was located in a severely calcified unspecified coronary vessel. The 15mm x 4.50mm nc quantum apex monorail balloon ruptured below nominal pressure. The device was removed intact and the procedure was competed with another of the same device. No patient complications were reported and the patient's status is listed as good.

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure a balloon rupture occurred. The 90% stenosed lesion was located in a severely calcified unspecified coronary vessel. The 15mm x 4.50mm nc quantum apex monorail balloon ruptured below nominal pressure. The device was removed intact and the procedure was competed with another of the same device. No patient complications were reported and the patient's status is listed as good.

Manufacturer narrative:
Device evaluated by MFR: the nc quantum apex monorail balloon catheter was received for analysis. Visual inspection revealed blood and contrast in the inflation lumen. There was a hole/perforation in the inner lumen shaft 7mm from the proximal edge of the distal markerband. There were also shaft kinks within 10mm proximal of the balloon and distal tip damage was noted. Inspection of the remainder of the device revealed no evidence of any material or manufacturing deficiencies that could have contributed to the inner lumen shaft hole/perforation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event 18 years or older. (B)(4). Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).